Event description:
The customer reported the following blood glucose and insulin bolus history. Time: 3:42 am; bg (mg/dl); 5:29, 347, bolus (u), 3.65; 5:39, 339; 6:37 am, 350, 1.45; 6:57 am, 375, 1. She changed the pod at 7:00 am, after about six hours of wear, and observed a kink near the tip of the cannula.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The ominpod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."